Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support for assistance with an infusion set and cartridge change after their previous cartridge was leaking. The lot number for the cartridges was confirmed as 31597, and the patient was using the steel 6mm contact/detach infusion set. The agent guided the patient through the removal of the old infusion set, rewinding the device, discarding the old cartridge and connector, inserting the new cartridge, connecting and securing the new connector, tubing, and infusion set, filling the tubing, applying the new infusion set, and filling the cannula. The patient confirmed that insulin therapy had been resumed. During the event, the patient¿s blood glucose level was 285 mg/dl and trending upward, remaining out of range for approximately 2¿3 hours. The ilet alerted for high blood glucose. No backup therapy, medical intervention, or assistance from others was required, and the patient did not experience any symptoms. The agent instructed the patient to monitor blood glucose levels over the following 1¿2 hours, and a follow-up confirmed that blood glucose had regulated and returned to the target range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.